Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 68-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Upon removal of the introducer during impella support, the patient began to experience blood loss. It was estimated that the patient lost 500cc of blood as a result of the event. The patient was provided two units of prbc and 250cc albumin to counteract the blood loss. Patient support continued following the treatment.